Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced very high blood glucose. The customer¿s blood glucose level was 400 mg/dl and he ate 100 carbohydrates, and his current blood glucose is 333 mg/dl. The customer was in the hospital to an unrelated injury. The customer's blood glucose was under 200 mg/dl. The customer was treated his high with bolus from pump. The customer declined to perform troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.